Event description:
I had a pinnacle hip implant in 2009 and lost a lot of mobility after about a year. Hip goes completely numb for no reason. Sharp pains for no apparent reason and in the last 6 months it started popping at times and when walking, leg gets tired to the point it feels like a dead limb. I can be sitting and all of a sudden I will get sharp pains in it. The popping is usually when I get up from sitting and I straighten it out. This hip can't be right or it wouldn't feel so bad.